Event description:
As reported (B)(6) 2014, a pt of unk age and gender underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The pt suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the MFR for eval as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).